Event description:
Asr revision. Bi-lateral. Left asr xl acetabular system.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, bi-lateral, left asr xl acetabular system. See (B)(4) for right revision. Update: amended original surgery date and revision date. Received: september 21st 2012. Reason(s) for revision: unknown update 31 mar 2015 - reason(s) for revision: elevated metal ion levels + pain and queried stem. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). **addendum added 04 jul 2017** the complaint was reopened as additional information received from (B)(6), as per review of the new information there is no update to the com. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.